Event description:
Air source of unknown origin entering contrast injector syringe during setup/equipment check. Equipment not used and replaced with new syringe and tubing. All connections passed two separate checks at setup and subsequently failed during injection spraying contrast onto sterile field, patient, physicians, and staff surrounding table.

Event description:
Air source of unknown origin entering contrast injector syringe during setup/equipment check. Equipment not used and replaced with new syringe and tubing. All connections passed two separate checks at setup and subsequently failed during injection spraying contrast onto sterile field, patient, physicians, and staff surrounding table.